Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that an error 32098 occurred at startup, followed by error 1134. The site attempted to recover, but there was no change. The site was instructed to perform an emergency power off (epo) and exercise all clutch buttons on universal surgical manipulator (usm) 4. After these actions, the system powered back on without errors or staff called back stated surgeon would not be using system. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This universal surgical manipulator (usm) was returned for failure analysis, and the reported error 32097 was confirmed in lighthouse but not replicated during the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested on our golden system with no issues. It was installed on the pftp and passed all tests. Around the time of the complaint, field error logs confirmed multiple error 32098 on usm4 encoder ac_4c. Errors 23138 and 23087 were also confirmed, with the p1 value pointing to the usm_yaw. The aca, yaw cva pca, disk, ffcs, and cables had no physical damage or contamination. Based on these findings, the failure analysis identifies the aca pca and yaw motor module as the potential root cause of the reported event.